Event description:
Smiths medical international has reported that they were notified of an event of the tracheostomy tube passed pretesting, and approx twelve hours after insertion leakage was discovered. The tracheostomy tube was replaced. No adverse outcome to pt.